Event description:
The customer reported having unexplained high blood glucose for the past two days. The customer's most recent glucose reading was 197mg/dl. Troubleshooting was performed. The customer stated that she changed the infusion set to resolve her high glucose. Ran a fixed prime test and the test passed. Performed a high pressure test twice and the insulin pump failed the test. Advised the customer that a replacement of the insulin pump would be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.